Event description:
The user facility reported a 42-year-old male undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. Complainant in japan reported had a placement signal issue. It was reported there was an appearance of pump failure alarm after an aic (automated impella controller) replacement. The complainant in japan wanted analysis on whether the impella or the aic have any problems. No known patient harm or injury.

Manufacturer narrative:
Pump was returned for investigation. No biomaterial or physical damage observed on cannula. Pump successfully passed the electrical testing. Impella defective alarm was appeared on aic during test run. Upon closer examination, blood was discovered in the red handle, and a catheter hole was observed near the 25cm mark. The cause of the pump stop issue was blood ingress due to a hole in the catheter resulting from improper use. Instructions for use for the related event are as follows: ¿impella stopped if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿